Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that stroke occurred. A left atrial appendage closure procedure was being performed and a watchman flx closure device was implanted. The patient experienced a stroke. The patient was expected to need care at a skilled nursing facility, however regained strength and was discharged home.